Manufacturer narrative:
Available information indicates the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital with pain in the device site. An infection was suspected, although the patient did not have a fever. A pocket revision was performed without complication and the patient was released. A follow-up appointment was scheduled but the patient did not attend. No additional adverse patient effects were reported. Effortless study.